Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose level was 3.4 mmol/l. Customer stated that the insulin pump was exposed to moisture. Customer stated that the display did not return after insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded motor home switch. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.